Event description:
Initial result for a pt magnesium was 3.2 mg/dl. When repeated, the result was 2.1 mg/dl. The incorrect result was not reported. The field service rep found a broken rinse line and repaired the instrument by replacing the line.